Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the left lead was explanted and replaced to address this issue. Effective therapy was restored.

Event description:
It was reported that patient experienced autoreducing. Programmer displayed the error message "strength was decreased. The generator could not deliver the desired strength." Troubleshooting and reprogramming was attempted to no avail. Lead diagnostics showed a lead had high impedances and x-rays confirmed that the lead had also migrated. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005556.